Event description:
It was reported that less than one day after a coronary drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi). The index procedure treated one lesion. Target lesion 1 was a heavily calcified region of the proximal left anterior descending artery (lad). The physician direct stented the lesion with one taxus express2 8.8% 3.5x12mm drug eluting stent without complication. Shortly after the procedure the pt experienced an mi that was resolved without residual side effects prior to discharge from the hospital. The pt was discharged 3 days post index procedure receiving asa, plavix, beta blockers, nitrates, statins, and theinpuradine antiplatelet therapy. In the opinion of the physician there was a highly probably relationship between the event and the taxus stent.